Manufacturer narrative:
Additional comments: after conferring with clinical personnel in an attempt to understand how separation of the blue hook contributed to patient death, it was discussed that during this type of procedure with these types of patients, it is understood among clinical professionals that certain mortality is assumed. It is additionally understood that additional procedure time may be required based on the uniqueness of each individual procedure. As information provided in the report states that the procedure was able to be completed with the malfunctioning device, it is unreasonable to infer that the malfunction of the device contributed to the death of the patient. Furthermore, as the difficulty with the device occurred during the loading process, it is also unreasonable to infer that the malfunction of the device contributed to the death of the patient. As the patient did not expire until well after the procedure was completed (1 day) it cannot be assumed that the detachment of the blue hook contributed to the death of the patient. We ask that it be noted additionally that the blue hook component of the device that malfunctioned is not internal to the patient and would not contribute to band deployment. We have requested that a cook representative visit the facility to ensure that the facility is performing set up of the 6 shooter saeed multi-band ligator correctly per our instructions for use. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The loading catheter was returned with the blue hook detached from the catheter. The bands, trigger cord, barrel, two-way handle, and irrigation adapter were not included in the return. The loading catheter was measured between the hooks and was within specification. The outer diameter of the catheter was measured using calipers and was within specification. The wire that is inside of the loading catheter that is used to help keep the catheter stiff during loading was measured to be within specification. It was observed that the tubing was slightly stretched at the end where the blue hook was detached and that there was a slight bend in the wire that is inside the catheter tubing. About 2.5 cm of the tubing on the loading catheter was cut off and the cut end was measured. The inner diameter of the tubing was within tolerance. During a visual inspection of the detached blue hook, the hook was noted to be deformed as if it was subjected to a significant force. Such force could be created if the hook got caught on the end of the scope, distal end of the handle hub, or if the string knot was placed next to the hook during loading. The flat area of the barb on the blue hook was measured and was found to be within specification. The outer diameter of the barb was measured and was found to be within specification. The measurements of the barb, blue hook and the tubing on the loading catheter indicate that there is an interference fit between each other. A functional test was performed on the blue hook that was still attached to the loading catheter during the return. The blue hook passed a tensile test. During manufacturing inspection of the loading catheter destructive testing is performed on the blue hook and is required to pass a tensile test. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly work order said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. All loading catheters that are included in the multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl) procedure, the physician used a cook 6 shooter saeed multi-band ligator. A young patient (35j) with acutely bleeding esophageal varices, who was admitted to the intensive care unit (ICU) should be treated by ligation of these varices. The string of the 6 shooter saeed multi-band ligator was hooked into the loading catheter (also at some distance of the node to the blue hook). Shortly before the loading catheter should have come out from the handle, there was a noticeable resistance; it was pulled a little harder, then the blue hook fell off of the catheter. They performed the loading procedure once more with the other side of the catheter and pulled the string without the catheter manually through the handle, which was relatively time-consuming. [The difficulty was with the blue hook resulting in a delay in preparation]. Conclusion: the procedure could be done with some delay with this product. Unfortunately, the patient died on the following day. On (B)(4) 2016, the cook representative provided the following information: the patient was in a very poor over all condition and would have died most likely anyway.